Manufacturer narrative:
The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Lot number = removed, as this is the serial number, not the lot number.

Manufacturer narrative:
(B)(4). Additional manufacturer narrative - the reported device was not returned to manufacturer as it was discarded at site. Without return of the explanted device the reported calcification cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 21mm bioprosthetic aortic valve, implanted approximately eight (8) years, 11 months, was explanted due to degeneration, perivalvular leak, and high gradients. Patient "was known to have a perivalvular leak which had developed post operatively as he is approximately 10 years status post a multivessel bypass and aortic valve replacement. In addition, this was a 21mm valve and somewhat small for this size and he has always had high gradients. It is thought that this is not a perivalvular, but is most likely a prosthetic valve dysfunction as it has developed over the last four to five years." Examination of the 21mm valve revealed the leaflets to function well, although they have a mild degree of restricted motion. There appears to be a leak between the left and right commissural area and this appears to be an area of severe calcification. "This is the area of leak noted on the tee and indeed there is no leaflet tear etc. The valve itself is fairly well incorporated and all the sutures are cut and pulled out and valve explanted." The explanted device was replaced with a 23mm bioprosthetic aortic valve. The patient also underwent root enlargement and ascending and hemiarch replacement during the procedure. The patient transferred to the unit stable. The patient was discharged to rehab on postoperative day 12. The device was not returned to manufacturer as it was discarded.